Manufacturer narrative:
Pending

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.0, lab: 3.0. Pt's target therapeutic range is 2.5-3.5. Results done within minutes of each other.